Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device clinical data showed that several analysis events that did not meet the criteria for a shockable rhythm and as a result, the device did not recommend to shock. It was determined the device worked as designed and configured, and within the limitations of the technology available. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.